Event description:
The customer contacted physio-control to report that their device had an attention icon present on the display. There was no patient use associated with the reported event.upon inspection of the downloaded device memory, physio observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to the point where the hlc's would not likely be able to maintain the charge necessary for powering on or providing adequate defibrillation therapy.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and observed that the unit would power on and defibrillate when prompted and that the display showed "ok." Upon inspection of the downloaded device memory, physio observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to the point where the hlc's would not likely be able to maintain the charge necessary for powering on or providing adequate defibrillation therapy. The cause of the reported issue could not be determined. The customer was provided with a replacement device.